Manufacturer narrative:
(B)(4). The customer returned one three lumen cvc for evaluation. Visual inspection of the returned catheter revealed that the medial extension line was separated near the luer hub. Signs-of-use in the form of biological material was also observed. Microscopic examination revealed that the point of separation between the medial extension line was rough and jagged indicating excessive force caused the breakage. The inner and outer diameter of the medial extension line were measured and were found to be within specification. This indicates there is no wall thickness issue. A manual tug test confirmed the two remaining extension lines were fully secured within the luer hubs. The IFU provided with the kit cautions the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested". The customer report of a separated luer hub was confirmed by complaint investigation. Visual inspection of the returned catheter revealed that the medial extension line was separated from the catheter. Microscopic examination revealed that the point of separation was rough and jagged indicating excessive force caused the breakage. The extension line passed all relevant dimensional and additional testing. Based on the customer description and the sample received, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the medial port of the triple lumen central line was being accessed on/off for intermittent medication administration when the hub broke off the line. The line was within a patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the medial port of the triple lumen central line was being accessed on/off for intermittent medication administration when the hub broke off the line. The line was within a patient.